Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch # 638d19. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage and the anvil was not returned for analysis. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. When the test battery was installed, the green checkmark illuminated, indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ees quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 638d19, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the circular stapler did not shoot in the anastomosis. The device needed to be pulled out. No problems for the patient. Just time loss due to new stapler opening and new anastomoses process. No further circumstances.

Manufacturer narrative:
(B)(4) date sent: 12/3/2025 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.